Event description:
On (B)(6) 2009, pt reported she received an e4 (occlusion) error today. She sated she removed the battery from the infusion device to stop the beeping as she was at work. Pt reported she attempted to remove the insulin cartridge and unintentionally pulled the cartridge out leaving the plunger stuck on the piston rod. She stated the full cartridge of insulin spilled into the infusion device's cartridge chamber. Advised her to hold the infusion device upside down to prevent this from reoccurring. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.